Event description:
It was reported that the patient underwent a spinal surgical procedure at c1-2 to treat odontoid fracture. The patient underwent a revision surgery due to pseudoarthrosis. Per the report, the head of the screw had been interfering c3 cranial endplate because the screw was too long, and it caused instability of c2-c3. In the revision surgery, the screw was removed and a posterior fixation was added. No additional complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.